Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Abbott was notified of the patient's death due to a request to return their patient unit.